Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("a coiled essure device is present within the serosa, 2.7 x 0.2") and device dislocation ("essure poking through the right cornua of the uterus") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of menorrhagia, nabothian cyst, paratubal cyst and leiomyoma in 2022. On (B)(6) 2007, the patient had essure (ess205) inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2022. The reporter considered device dislocation and uterine perforation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: inactive endometrium. Leiomyomata. Cervix: negative for dysplasia. Nabothian cysts. Fallopian tubes: para tubal cysts gross description: on the posterior superficial specimen, a coiled essure device is present within the serosa, 2.7 x 0.2 cm. Necrosis is not identified. An additional essure device is present within the left portion of the endometrial canal extending into the proximal fallopian tube appears to be properly positioned. Ovaries are not present with the specimen within the specimen container. Clinical information: pre-procedure diagnosis and post-procedure diagnosis: menorrhagia specimen: uterus, w/wo tubes & ovaries, other than neoplastic/prolapse - uterus, cervix, bilateral tubes and essure. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporters, medical history, lab data, non drug treatment added, event is updated to uterine perforation and device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("a coiled essure device is present within the serosa, 2.7 x 0.2") and device dislocation ("essure poking through the right cornua of the uterus") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of menorrhagia, nabothian cyst, paratubal cyst and leiomyoma in 2022. On (B)(6) 2007, the patient had essure (ess205) inserted. At an unknown time, she experienced uterine perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2022. The reporter considered device dislocation and uterine perforation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus: inactive endometrium. Leiomyomata. Cervix: negative for dysplasia. Nabothian cysts. Fallopian tubes: para tubal cysts gross description: on the posterior superficial specimen, a coiled essure device is present within the serosa, 2.7 x 0.2 cm. Necrosis is not identified. An additional essure device is present within the left portion of the endometrial canal extending into the proximal fallopian tube appears to be properly positioned. Ovaries are not present with the specimen within the specimen container. Clinical information: pre-procedure diagnosis and post-procedure diagnosis: menorrhagia specimen: uterus, w/wo tubes & ovaries, other than neoplastic/prolapse - uterus, cervix, bilateral tubes and essure. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5635 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, 5635 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.